Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during an esophageal stent implantation procedure performed on (B)(6), 2014. According to the complainant, the stent was being placed to treat a 5cm long lesion with a vessel diameter of 0.9cm and 40% stenosis due to cancer of the lower esophagus-to-cardia. Reportedly, the patient¿s anatomy was mildly tortuous and had not been dilated prior to stent placement. During the procedure, when the physician attempted to deploy the stent, the stent was only able to be partially released 1cm. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 6mm. During analysis, the stent was possible to fully deploy without issue. The stent did not expand fully after deployment with a minimum outside diameter of 7mm which resulted the stent unable to be moved over the tip of the device. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release stent was used during an esophageal stent implantation procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 5cm long lesion with a vessel diameter of 0.9cm and 40% stenosis due to cancer of the lower esophagus-to-cardia. Reportedly, the patient's anatomy was mildly tortuous and had not been dilated prior to stent placement. During the procedure, when the physician attempted to deploy the stent, the stent was only able to be partially released 1cm. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.